Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this malfunction has not previously caused a serious injury. Further, this event did not cause a serious injury. The initial report was forwarded in error and should be voided.

Event description:
It was incorrectly reported that there was a device revision. The devices pulled out intraoperatively and case was completed with a new anchor. This case was not a revision surgery but a standard rotator cuff repair. Event is no longer a reportable event as it is not a revision surgery.

Event description:
It was reported an anchor malfunction occurred on an unknown date. An unknown revision was reported. During device use, the anchor reportedly malfunctioned. The specific circumstances surrounding the event, including the procedure being performed, when the issue was identified, and how the device was involved beyond the reported malfunction, were not provided. No information was provided regarding troubleshooting, corrective actions, or environmental conditions that may have influenced the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Possible devices listed, diligence is in progress to clarify which device is being reported on. Part: cm-9255x3 quattro x3 anchor 5.5mm lot: 67439900. Part: cm-9255 quattro x suture anchor 5.5mm lot: 67128995. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.